Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the sureform 60 stapler instrument likely associated with the reported event was installed on the system 6 times and fired 6 sureform 60 reloads (2 green , followed by 4 blue). There were no incomplete clamps or unclamps by this instrument. On install 1, the system failed to detect the reload color, and the user manually selected the green sureform 60 reload. The firing was completed with 1 pause for compression. On install 2, the firing was completed with 1 pause for compression. On installs 3-6, the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. Two images provided by the customer of blue sureform reload(s) were analyzed. Though it is unclear if it is the same stapler reload pictured twice, or which fire(s) it is associated with, the images shows that all pushers appear to have been deployed and are at the reload deck. The blade has travelled to the distal end of the reload; however, there is some tissue and staples lodged around the blade. Note: refer to medwatch reports (MDR) with MFR report #2955842-2025-08188 for MDR submission of the events logged against the first blue sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenal-ileal switch (sadi-s) and sliding hernia repair procedure, the knife of a blue sureform 60 reload remained exposed after firing and unspecified tissue was caught on it. This happened with two blue sureform 60 reloads (the third and fifth fires). The staple line was reportedly closed and unremarkable. It is unknown if the tissue was damaged and if any medical/surgical intervention was rendered due to the complication. The patient is doing well and there was no delay in the procedure.